Event description:
Pt stated that about an hour ago (2:45 pm cst), her pump started to beep "blockage detected." Pt stated that there were no kinks and everything had been going well until then. She immediately switched to her other pump and did not experience any side effects as a result of the defective pump. Pt will be sent a replacement pump for delivery tomorrow, (B)(6) 2016 and a return box to send the faulty one back, serial number of faulty pump: (B)(4) (due for yearly maintenance 02/24/2017). Dose or amount: 61 nkm, every 72 hrs, subcutaneous. Dates of use: (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.